Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet had failed to advance into the left ventricular (lv) lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance stylet / guidewire to the lead was not confirmed. As received, a complete lead was returned. The stylet / guidewire used in the field was not returned with the lead for analysis. The guidewire insertion test was performed, and the guidewire could be inserted inside the lead and removed without difficulties. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. The s-curve height was measured to be within specification.